Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigation conclusions). H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for device not completely de-aired during flushing and preparation was confirmed with empirical evidence with the information provided. No images or devices were returned for evaluation. No manufacturing non-conformities could be identified from the device history record review. Potential root causes may include air from a nonpascal source or variation in device preparation or procedural use. However, as no device was returned and no imaging was provided, a definite root cause was unable to be determined. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
Additional e1 (telephone number): (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in a patient with functional mitral regurgitation. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both functional and degenerative mitral regurgitation in the region where the procedure was performed. Therefore, the implant will not be considered off-label in this case.

Event description:
Per report received from germany, edwards received notification of a pascal precision procedure in mitral position by right femoral vein. During the procedure air was introduced in the patient. No issues were reported during device preparation. The patient was under general anesthesia. The guide sheath (gs) handle was elevated while inserting into the patient and the syringe was left on the introducer until the guidewire was inserted. No saline drips or pressure monitoring devices attached to any of the device handles. Bubbles were observed in the left atrial appendage (laa) after the gs was introduced. When the air was identified in the laa, the guidewire and introducer were not retracted while the bubbles were being observed. The patient had no symptoms and no treatment was required, as the event was transient and resolved without intervention. Per medical opinion, the amount of air visualized was considered greater than usual for a teer procedure.